Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/18/2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed. Global functional testing was performed and no failures related to the customer complaint was observed. The customer complaint of transmitter failed error was not confirmed. A root cause could not be determined.